Event description:
The following has been reported: customer reported: tubing break at vent and the secondary blue cap attached to secondary port. No patient harm. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.